Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was not working and not turning on at all.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the mobile power unit (serial number: (B)(6) not booting up was unable to be confirmed through this analysis. No log files were provided, and the unit was not returned for analysis. The root cause of the reported event could not be conclusively determined through this investigation. Relevant sections of the device history records for the mobile power unit, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 3 of the heartmate 3 patient handbook, entitled, ¿powering the system¿ and section 3 of the heartmate 3 IFU, entitled, ¿powering the system¿ instructs users on how to properly power on the mpu. This section cautions the user to keep the mobile power unit dry and away from water or liquid. And that if the mobile power unit comes into contact with water or liquid, it may fail to operate properly. Additionally, this section states ¿do not incinerate, disassemble, crush, puncture, or otherwise damage batteries, as this can cause leakage or rupture, resulting in personal injury or damage to the mobile power unit.¿ section 3 of the IFU, ¿powering the system,¿ states ¿keep the mobile power unit free of excessive lint and dust. Also, keep the mobile power unit away from heat or humidity sources, such as a fireplace, radiant heater, nebulizer, or steam kettle. The mobile power unit may fail to operate properly due to excessive lint, dust, heat, or humidity.¿ additionally, this section cautions the user that if the green ¿power on¿ light does not come on during booting, plug the power cord into another electrical outlet. If the green light still does not come on, the mobile power unit may have a problem. Do not use a defective device. Contact abbott medical for a replacement, if needed.¿ the heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.